Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. No cosmetic damage was noted.

Event description:
The customer reported via phone call that he was hospitalized for a blood glucose of 485 mg/dl. The customer felt weak and had difficulty breathing. The customer was treated with insulin drip. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There was one small air bubble in the infusion set tubing. A prime was successfully performed with the current set as well. The customer declined to check their device settings. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation; the insulin pump passed the displacement accuracy test.